Event description:
It was reported, the electric cord had emitted sparks.

Manufacturer narrative:
It was reported the electric cord had emitted sparks. Our inspection of the unit revealed that the cord had been cut by an external source and the damage was attributable to misuse on the part of the consumer.